Event description:
It was initially reported that patient had their generator and lead explanted due to an infection. The generator and lead were returned to the manufacturer for evaluation on (B)(6) 2012. The exact date of the explant is not known. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Attempts for further information are in progress.

Event description:
Product analysis was completed on the vns lead portion returned. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. The electrode array was not returned.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated the patient had an abscess that developed on the chest at the generator site approximately (B)(6) 2012. There was no known trauma to the site. It was not felt the infection was related to the vns implant procedure, but it was not known what to attribute the infection to. The patient was started on antibiotics initially and cultures did not have any growth of organisms, and then surgery was performed on (B)(6) 2012. It was felt it was best for the patient to explant the vns. It is not certain if the patient will be reimplanted with the vns anytime soon. The patient has recovered from the infection. Analysis of the vns generator was completed. No anomalies were identified, and the generator performed per specifications. Analysis of the vns lead is pending.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided by the reporter. Operator of device, corrected data: the initial MDR report inadvertently listed the health professional as the operator of the device. The operator is the patient.